Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump was implanted in the patient¿s top buttock. Usually, refills were performed when the patient was sitting up for the purpose of easily accessing the pump, and the patient was unable to lay on his abdomen. The cancer patient attended for a refill of their 20ml synchromed infusion pump. The pump was refilled with the patient in the sitting position at 1pm. The patient had become unwell and attended ae (accident and emergency) 4 hours later. The nurse removed the drug from the pump to check the volume in the pump. It was indicated that 3 ml was missing from the pump 4 hours post refill. It was further indicated that the nurse only got 17 ml from the pump reservoir, so 3ml was unaccounted regarding a short time frame of the pump having been refilled. It was also noted that after removing 17mls, just air was withdrawn but at this time the patient was lying on their side to have the pump emptied. The nurse had stated this happened in (B)(6). The date (B)(6) 2025 is considered and approximate date of event (specific month and year known only). The issue was not resolved. The initial refill was indicated as having been textbook and the pump was described as having been really easy to access. The nurse had mentioned there was no documentation of if there was usually a difference in expected reservoir volume verses actual reservoir volume. The nurse was going to send the session report when they have the clinician programmer tablet available. It was further reported that the patient was deceased and cancer was the cause of death. The date of death was asked but would not be made available. The nurse further stated the funeral home had explanted the pump, and as far as they were aware, had not returned the pump. However, the nurse was going to try to see if they could find it to send to the manufacturer for analysis. Factors that may have led or contributed to the issue were indicated as not applicable. The patient's medical history, and age at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.